Manufacturer narrative:
Stryker evaluated the device and was able to duplicate and verify the reported issue. The investigation found the device was missing the magnet in lid which turn the device on and off upon opening and closing. This missing magnet was the cause of the reported issue. The lid and battery were replaced to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).

Event description:
The customer contacted stryker for a non-critical issue with their device. Upon inspection stryker observed that the device was missing the magnetic pin in the lid. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.